Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had significant weight loss causing increased pain at the cardiac resynchronization therapy defibrillator (crt-d) pocket site. The patient requested placement of crt-d into a sub-pectoral pocket. A revision procedure was performed on the device. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.